Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) device was replaced on (B)(6) 2018 because the device was not working. There was fluid loss from unknown source. The cylinders and pump were removed and the reservoir remains in patients left abdomen. An ams700 21cm cx cylinders/pump and 100ml conceal reservoir were implanted and the reservoir was placed on the right side.